Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up. The right ventricle (rv) lead exhibited noise over sensing which had led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was recovering post procedure.

Event description:
New information received that the over sensed noise on right ventricle lead did not lead to pacing inhibition.